Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral bra roll (back) on (B)(6) 2016 using coolcurve applicator and treated to bilateral upper abdomen on (B)(6) 2016 using cooladvantage applicator coolcore contour. Patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment (B)(6) 2017. Diagnosed with pah on (B)(6) 2017. Pah described as the tissue of the upper abdomen is described as firmer than surrounding untreated fat, enlarged, and corresponds with the applicator placement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction initial reporter phone number : (B)(6).

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral bra roll (back) on (B)(6) 2016 using coolcurve applicator and treated to bilateral upper abdomen on (B)(6) 2016 using cooladvantage applicator coolcore contour. Patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment between (B)(6) 2017. Diagnosed with pah on (B)(6) 2017. Pah described as the tissue of the upper abdomen is described as firmer than surrounding untreated fat, enlarged, and corresponds with the applicator placement.